Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml via an implantable pump. The patient reported losing 40lbs because the therapy has worked well enough to become active. The patient described the pump site has moved and became uncomfortable. The environmental, external or patient factors that may have led or contributed to the issue was the patient reported losing 40lbs. A pocket revision was completed the day of the report, the physician moved the pump pocket to a spot he and the patient thought would be more comfortable. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.